Event description:
It was reported that an intermittent, ongoing occlusion alarm occurred. The customer experienced an elevated blood glucose (bg) level (over 360 mg/dl). An insulin injection was administered and a correction bolus was delivered to treat the bg. The customer acknowledged the alarm and resumed insulin therapy successfully.